Event description:
It was reported by the user facility that within 1 month of extraction using the core impaction drill, presented with pain and an infection was found. They lanced, drained and irrigated with saline and antibiotics. The tissue was held in place with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 500 mg of augmentin to take one tab every 8 hours until gone. Also 10 tablets of 325mg of norco to take 1 tablet every 4-6 hours as needed for pain.

Event description:
It was reported by the user facility that within 1 month of extraction using the core impaction drill, presented with pain and an infection was found. They lanced, drained and irrigated with saline and antibiotics. The tissue was held in place with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 500 mg of augmentin to take one tab every 8 hours until gone. Also 10 tablets of 325mg of norco to take 1 tablet every 4-6 hours as needed for pain.